Event description:
It was reported that the iab was inserted without difficulty. The pt underwent surgery the following day. While in "cticu", the pt raised one leg over the head, and the nurse heard a "crack". The iab was removed without any complications.